Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
The screw on the top of oral-b replacement head worked itself loose; head completely came to pieces [device breakage]; no adverse event [no adverse event]. Case description: a female consumer, age unspecified, reported via e-mail on (B)(6) 2016 that the screw on the top of every oral-b power oral care refills cross action had worked itself loose, and a brush head had completely come to pieces the morning of (B)(6) 2016. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown. On (B)(6) 2016 consumer follow-up e-mail: the consumer reported she changed toothbrush heads about every 6 weeks, and the brush had never been dropped. No symptoms developed.